Event description:
Health professional reported left breast "discomfort" and rupture. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare professional reported "silicone in lymph nodes". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
Health professional reported left breast "discomfort" and rupture. Additional event of "silicone is noted within the left axillary lymph nodes." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left breast "discomfort" and rupture. The device remains implanted.